Event description:
No injury to patient; ventilator shut off while attached to patient. Nurse noted screen went blank and vent was off, began bagging patient. Respiratory responded and attempted to power vent back on without success. Vent was changed out, broken vent removed from area and tagged.